Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device had a slow flow. The duration of the infusion was five days. 80 milliliters of solution remained in the device after patient use. There was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: underinfusion condition not confirmed. Unit was visually examined for any signs of abnormality that may have potentially contributed to the reported condition but no signs were found. Calculated flow test was found to be within specification range. The device performed as expected. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.